Event description:
Procedure: thyroidectomy. Reportedly, blue plastic from the device melted and small pieces ofo the material fell into the wound. During the procedure and fell into the surgical area. The pieces were removed, and there was no injury or adverse affects to the patient.